Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that bubbles were formed during the purge after removing the dilator following the transseptal procedure. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is not expected to be returned as it has been lost. It was further reported, a guidewire and an nrg needle was inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. The bubbles were observed in the flushing line, between the sheath and the flushing syringe. The guidewire was inside the catheter, just at the edge. There was a very slight kink at the end of the dilator.

Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that bubbles were formed during the purge after removing the dilator following the transseptal procedure. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is not expected to be returned as it has been lost.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.